Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil is malpositioned') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menometrorrhagia, hair loss and abdominal pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy cystoscopy.). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 discrepancy to be noted. Most recent follow-up information incorporated above includes: on 16-apr-2020: pfs and mr received - case was upgraded to serious incident. New events one coil is malpositioned was added. Reporter was added. Concomitant condition was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('one coil is malpositioned'). In an adult female patient who had essure (batch no. A34127), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: dysmenorrhea, menometrorrhagia, hair loss and abdominal pain. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy cystoscopy). Essure was removed on(B)(6) 2018. At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 discrepancy to be noted. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc, proceed with follow-up 7. On (B)(6) 2020, pfs received: date of essure insertion and removal was updated. On (B)(6) 2020, medical records received: reporter added. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil is malpositioned') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menometrorrhagia, hair loss and abdominal pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy cystoscopy.). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 discrepancy to be noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one coil is malpositioned') in an adult female patient who had essure (batch no. A34127) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea, menometrorrhagia, hair loss and abdominal pain. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingectomy cystoscopy). At the time of the report, the device dislocation, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 discrepancy to be noted. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.